Event description:
Hospital advised that the pump was set up for a delayed start. The rate was set at 1.2cc/hr and allegedly changed to 3.6cc/hr. The vtbi was set at 14.4 ml. Pump was set up at 4:00 p.m. When rate and vtbi parameters entered. Vtbi parameters were set up in four hour increments. At 8:00 p.m. The pump was started. At midnight when the nurse came into the room to reset the vtbi she observed the rate had changed from 1.2 cc/hr to 3.6cc/hr.